Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was damaged at implant. It was noted that during the implant procedure the physician used forceps during attempt to position lead because it was a tight stick. Then when the physician decided to re-stick the lead, upon removal the physician saw that the insulation was damaged. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling and that there was blood on the proximal conductor of the lead not obstructed. The visual inspection found proximal conductor distorted and outer insulation breached cut/ extrinsic (gripping the lead with a forceps).